Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm. Customer stated that he was having an issue with priming the pump. Customer stated that when he holds the act button and the motor goes through to the reservoir, it just continues to squirt insulin through the tubing instead of showing numbers. Customer had tried rewinding it, but the issue recurs. Customer stated that the piston continued to move forward. Customer's current blood glucose was 79 mg/dl. Customer stated that the drive support cap appears normal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.